Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 13apr2017. As stated in the initial report, the site had a spare pdm (patient data module) that was used to swap out the complainant device. A replacement unit was shipped to the customer (B)(6) 2017. The complainant device has not been returned to merge healthcare as of (B)(6) 2019 even after merge technical support contacted the customer on three different occasions requesting that the complainant unit be returned. Also stated in the initial report was the customer rebooted the hemo monitor pc because the pdm froze. Merge hemodynamics risk matrix (hemo-11425) identifies the probability of harm as improbable and the severity of harm as low based for this situation. Record station pc failure is unlikely to lead to serious patient harm. The record station is in direct control of the hemo system during a procedure and responsible for providing the clinician with display of vitals, calculating hemodynamic values, and documenting the procedure. If record station pc becomes unusable during a cardiac catheterization procedure, the pc will lose communication to the pdm and the physician will lose access to vital signs displayed on the boom monitor and hemo monitor. Patient vitals are used to monitor the patient's status during a procedure. If vital signs are lost, especially during the procedure, every effort will be made to obtain them immediately. The clinician would stop the procedure, check on the patient and troubleshoot the issue. There would also be another cath technician or nurse available that would be tasked with troubleshooting while another clinician is checking on the patient. If trouble shooting was unsuccessful, the clinician would perform manual methods for patient vitals monitoring or would obtain auxiliary equipment located in the department (i.e. Another monitor, code cart, manual nibp, etc.) And utilize this equipment to conduct t record station pc failure is unlikely to lead to serious patient harm. No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to the patient, and the mitigations the clinical staff would perform if needed. G4 - date new information received by manufacturer (last attempt by tech support - 5/24/2018) (B)(4). H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report

Manufacturer narrative:
The customer had a spare pdm (patient data module) on hand and swapped out the defective unit; the system then worked correctly. The site requested that the spare pdm be shipped for replacement. Merge technical support shipped a replacement unit to the site on 21mar2017. As of 13apr2017, the faulty unit has not been received by merge healthcare so the evaluation results are not available at this time ((B)(4)). A supplemental report will be submitted when more information becomes available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the pdm (patient data module) froze and would not take a patient's nibp (non-invasive blood pressure). The user subsequently rebooted the hemo monitor that caused a loss of physiological monitoring. The delay was "a few minutes" while the hemo system rebooted. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. The procedure was completed successfully once the hemo monitor was rebooted. (B)(4).